Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 11jul2022. It was reported that a kink occurred. The patient presented with diffusive stenosis in the left anterior descending artery. The opticross imaging catheter was selected for use. During testing, the catheter was rotating with the motor and became kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed the imaging window detached at the lapjoint.